Event description:
Cement to be used during a titanium right total arthroplasty. Cement took 5 mins to dry instead of the standard 15-20 mins which caused the surgery to go on for an add'l 7 hours. Once the titanium hip joint was placed in cement, it would not come out. The surgeon had to chisel out the cement and start surgery all over again.